Event description:
The insulin pump started alarming with a stuck button alarm though nothing was on it then stopped responding. Then proceeded to alarm for over an hour even though it was no longer responsive and the battery removed. After contacting technical support they said just press the buttons that are not responding. They will not be able to get a loaner or a new pump out within a timely manner. They stated the warranty had lapsed though they call every month about other things and this has never once come up. And not only that but because it is out of warranty they cannot replace it. The fact they have become negligent in how they maintain their service should not be the patient's responsibility.